Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during an infusion set change. The customer's blood glucose was 59 mg/dl. The customer was advised to disconnect at the quick release and was assisted with performing a 5.0 unit fixed prime. The customer stated that insulin did not exit. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. She reported that the insulin exited the tubing. She was advised to rewind the device, reinsert the reservoir and run a manual prime until at least 5.0 units. She reported that insulin exited with the manual prime and was advised that the device worked as designed. She was advised that the alarm had been caused by an infusion set/reservoir occlusion.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.